Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "the ok button does not actuate" keypad malfunction, which was confrimed and reproduced during evaluation. It was observed that when pressing the ok key, it displays a #3, caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced. Additional information: self-activation / keying.

Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad with an "ok button not actuating". It was also reported there was no patient involvement.